Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard composix kugel (device #1). An additional emdr was submitted to represent the bard composix kugel (device #2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #1). On (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #2). As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #1). (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #2). As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2007- patient was diagnosed with ventral and umbilical hernia thereby underwent open repair with the implant of composix kugel (device #1).per operative notes, ¿a ventral hernia sac was reduced and pushed back. The umbilical sac also reduced. Both defects were then covered with an composix kugel (device #1) and tacked." (B)(6) 2008 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the explant of composix kugel (device #1) and implant of composix kugel (device #2). Per operative notes, ¿the hernia sac noted to the left of midline was excised. The previously placed mesh (device #1) displaced laterally to the right was excised and removed completely. A composix kugel (device #2) was placed and tacked." (B)(6) 2011 - patient was diagnosed with bowel obstruction secondary to wadded up mesh (device #2) thereby underwent partial explant of composix kugel (device #2). Per operative notes, ¿the mesh (device #2) had become folded over upon itself and there were dense adhesions of small bowel at focal point of obstruction. Adhesions were taken down. The mesh (device #2) on the abdominal wall side was excised, the mesh on the opposite side appeared to be intact was left. (B)(6) 2014 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the implant of dulex mesh (device #3). Per operative notes, ¿some remnant of old mesh (device #2) appeared to be well incorporated. Adhesiolysis was performed, all fascial defects were exposed, and a dulex mesh (device #3) was placed and sutured." (B)(6) 2017 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent repair. Per operative notes, ¿adhesions around the hernia are removed and a primary repair was done using sutures." (B)(6) 2019 - patient was diagnosed with multiple abdominal wall recurrent hernias thereby underwent laparoscopic repair with the explant of composix kugel (device #2) and dulex mesh (device #3) and implant of two ventralight st mesh (device #4 & device #5). Per operative notes, ¿the previously placed meshes (device #2 & #3) were completely dissected away and removed. Adhesions were taken down. A large hernia in the right lower quadrant was placed obliquely with ventralight st mesh (device #4) and sutured. A second ventralight st mesh (device #5) was placed superiorly where subxiphoid hernia is present and sutured." Attorney alleges that the patient had adhesions, bowel obstruction, bowel perforation, mesh migration, pain, hernia recurrence, mesh folded and mesh removal.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 9 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, inflammation, necrosis, pain thereby underwent removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, inflammation as possible complications. Note, the manufacturing date (15-feb-2007) is considered to be a best estimate. This supplemental emdr represents the mesh ¿ composix kugel (device #1). Additional supplemental emdr was submitted to represent the mesh ¿ composix kugel (device #2) and an additional emdr was submitted to represent the mesh ¿ dulex (device #3). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.